Event description:
Customer reported the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. No pt injury was reported.